Event description:
It was reported that the pulse generator exhibited noise. The device was explanted and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported complaint of noise exhibited on the pulse generator was found to be an effect of exposure of electrocautery. The device was received in backup (vvi) mode which is a result of the arc marks indicative of electrocautery exposure.